Event description:
In this event, it was reported that a rotary hedstroem file separated from the handpiece and was swallowed by the patient. The file was surgically removed as a result.

Manufacturer narrative:
The device was not returned for evaluation, and the lot number was not provided for retained-product testing and/or DHR review.